Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 300° to 45°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility charge nurse (cn) reported a blood leak in the dialyzer due to a faulty dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the cn confirmed the blood leak was internal and occurred three minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer and into the red hansen line. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a blood leak in the dialyzer due to a faulty dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the cn confirmed the blood leak was internal and occurred three minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer and into the red hansen line. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.